Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch us-2022-146902. Study: 8 year-old male subject. Biomarin sponsored (B)(4) study, (B)(4) study. The subject's past medical history included: lip lesion excision,covid-19. The subject's concurrent conditions included: muscle spasticity, seizure, wheelchair user, covid-19, autism spectrum disorder, dysarthria, constipation, neuronal ceroid lipofuscinosis, and heart rate decreased. No allergies were reported. Concomitant medication included: ondansetron, valproate semisodium, diazepam, sodium chloride, clobazam, zonisamide, baclofen, topiramate, diazepam, and macrogol 3350. Premedication included: paracetamol, ondansetron, cetirizine hydrochloride, lidocaine, and vancomycin. On an unspecified date, the subject underwent implantation of intracerebroventricular (icv) device (codman & shurtleff) (lot number, model number, and serial number were not provided). On (B)(6) 2019, the subject initiated treatment with brineura (300 milligram, qow, intracerebroventricular). The lot number for bri neura was l241207. The most recent dose was administered on (B)(6) 2022. On (B)(6) 2022, the subject underwent another implantation of intracerebroventricular (icv) device (codman & shurtleff) (lot number, model number, and serial number were not provided). On (B)(6) 2022 at 8:22:00, the subject experienced grade 1 device related infection (device related infection) with a positive csf culture that revealed rare white blood cells with no organisms seen. On (B)(6) 2022, positive csf culture was confirmed as csf culture revealed rare cutibacterium (formerly propionibacterium) acnes in thioglycollate broth only no treatment for the event was reported. No action was taken with brineura due to the event. The outcome of the event was reported as recovering/resolving. The investigator assessed the event of device related infection as not related to treatment with brineura and related to the icv device. No other etiological factors were reported. Case comment: the patient experienced device related infection, which is a known complication of icv device use. The causality of event is assessed as not related to brineura.

Event description:
N/a.

Manufacturer narrative:
The rickham reservoir was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.